Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery voltage was at or below recommended replacement time and the device did not alert. The amount of charge time was also reported. The implantable cardioverter defibrillator remains in use and no patient complications have been reported as a result of this event.